Event description:
It was reported that during the procedure, the forceps broke became stuck. The forceps could not be retracted, and the device would not open or close. The physician pulled the full scope, extended working channel, and forceps together to remove the stuck forceps causing the patient to experienced bleeding in the airways, and a small pneumomediastinum. Additionally, the patient had pneumothorax. The superdimension portion of the case could not be completed and the case could not be completed by other means. The event lead to patient hospitalization as a result.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.